Event description:
It was reported that pump issued cartridge alarm 30. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support in response to this event.